Event description:
Caller reported a malfunction on pump with a specific malfunction code, which was resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed normal ranges. Technical support assisted the caller in resetting the pump, and the issue did not recur afterwards. The customer was informed to continue using the pump and to call back if the issue reoccurs, which they acknowledged and understood.